Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting down. The customer's blood glucose level was 523 mg/dl. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.